Event description:
It was reported that the neptune would not suction in the decontamination room. This resulted in an hour delay. There was no patient or user injury as a result of this event.

Manufacturer narrative:
It was confirmed by the customer that there was no procedure delay associated with this event.

Event description:
It was reported that the neptune would not suction in the decontamination room. This resulted in an hour delay. There was no patient or user injury as a result of this event.